Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incarcerated umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent open umbilical hernia repair and lysis of adhesions on (B)(6) 2015 and during the procedure the surgeon noted a ¿loop of bowel¿was densely adherent to the hernia sac and also the fascial edges and the superior edge of old piece of mesh. The recurrent hernia was above prior mesh.¿ additionally, it was noted ¿a serosal tear where the small bowel was attached to the previous mesh.¿ no additional information related to this procedure is reported. It was reported the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss.